Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), a right ventricular (rv) lead and a left ventricular (lv) lead showed high pacing impedance, out of range for both rv and lv leads. Also, the rv lead showed high, out of range shock impedance. There were ventricular arrhythmia episodes that appear to be triggered due to noise over sensing on the rv and high voltage channels for which inappropriate anti-tachycardia pacing (atp) was delivered. Furthermore, there is questionable rv capture. The rv lead was explanted at a surgical intervention, the lv lead and the crt-d remain in service, also, the right atrial lead was surgically abandoned due to other/non-product experience. No additional adverse patient effects were reported.